Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial occluder was selected for an implant using a 14f amplatzer amulet delivery sheath. During the procedure, the device showed a strawberry shape, indicating the device was too compressed and unstable. The device was recaptured, and a 25mm amulet occluder was prepared and deployed. This device was compressed but was not stable with tug test with 6 different deployments. The implanter decided to go back to original 28mm amulet, which after advancement through the 14f amulet delivery sheath prematurely detached from the cable. The sheath was damaged and it had a hole in it. The case was abandoned, and the defect will be closed with a non-abbott device. The patient was reported as stable.

Manufacturer narrative:
An event of premature detachment of device from the delivery cable was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It was indicated that 28 mm device was re-used during the procedure after deploying 25 mm amulet device. Please note that per the warnings section of the instructions for use, "if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet was selected for an implant using a 14f amulet delivery sheath . During the procedure, the device showed a strawberry shape indicating the device was too compressed and unstable. The device was recaptured and 25mm amulet was prepared and deployed. This device was compressed but was not stable with tag test in 6 different deployments. The implanter decided to go back to original 28mm amulet which upon advancement in the 14f amulet delivery sheath detached from the cable. The sheath was damaged, the 14f amulet sheath had a hole in it.. Implanter heard a noise as the device came detached from the cable. The case was abandoned and the defeat will be closed watchman flex. The patient is stable.